Event description:
It was reported that an ilet user experienced difficulty connecting an infusion set inset to the body and inadvertently deployed or removed the site from the applicator prior to attachment, consistent with an improper procedure involving the infusion set component. During a video call, the supply change was completed, and replacement insets were arranged. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect method, associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.